Event description:
It was reported "the power PICC solo [left] behind a ¿piece¿ in the patient. I believe perhaps a piece of the stylet? ...they did retrieve and save the ¿piece'."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2191 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the power PICC solo [left] behind a ¿piece¿ in the patient. I believe perhaps a piece of the stylet? ...they did retrieve and save the ¿piece'."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet segment was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet segment was observed to be of the distal tip of the stylet and was found to contain the epoxy tip. The stylet segment was found to be approximately 3.7 cm long. A slight bend was observed in the stylet approximately 0.3 cm distal to the break site. A microscopic observation revealed the break site in the polyimide tubing was uneven with a rough surface texture and plastic deformation. Some tapering, tearing, and slight delamination were observed in the polyimide tubing at the break site. The observed bend in the stylet segment was found to be between the first magnet interface distal to the break site. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.